Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's wife that the patient had low blood glucose levels of 55 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The patient's wife stated that the they called an ambulance. The paramedics had treated the patient at the house and provided the patient with sugary foods, water and they placed something on the patient's gums to absorb into the patient's system. The pod was then discarded and the patient was taken to the hospital for precautionary measures and monitoring.